Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. (B) (4) ema wirebond - loose/detached.

Event description:
It was reported the device could not be interrogated and there was no magnet reponse elicited from the device. Last check done in (B) (4) 2009 showed battery voltage 2.71 with estimated longevity 24 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the device could not be interrogated and there was no magnet response elicited from the device. Last check done in (B) (6) 2009 showed battery voltage 2.71 with estimated longevity 24 months. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported the patient presented with unpaced heart rate in the 40's.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.